Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified anastomosis site. A 4.0-10/4t/90 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.